Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected t-wave oversensing (twos) on the right ventricular (rv) lead resulting in non-optimal function of the wavelet function causing interference with t-wave discrimination. The device remains in use. No patient complications have been reported as a result of this event.